Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was not observed. The customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. A black fibrous material was observed on the IV cannula. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the customer found foreign matter in the covering of the needle tip. The following information was provided by the initial reporter. The customer stated: on august 20, during the blood collection process, a new retractable blood collection needle was opened and flocs were found covering the needle tip.